Event description:
Material # unknown. Batch #unknown. It was reported that the bd needle was coring. The following information was provided by the initial reporter: it was reported by customer that the coring with bd blunt tip needles. Verbatim: rcc received a complaint via email. A message posted on the msos forum was forwarded to me from mms-medical affairs. Below is the cut and paste message from the forum message: new msos topic: coring with bd blunt tip needles posted by (B)(6). We have started to get many reports from nursing and anesthesia around issues involving coring of medication vials. So far there isn't a trend with a specific medication, but most reports have involved pfizer products. Nursing has been using bd blunt tip needles for many years without issue. Reports of coring began about 2-3 weeks ago. Has anyone else experienced recent issues with this? Thanks!

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect or physical sample could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.